Manufacturer narrative:
The implant date of (B)(6) 2007 is an approximate date. Only the year (2007) is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they experienced leaking. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, a pump, and a balloon. No patient complications were reported during the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.